Event description:
The patient reported they experienced leakage because they had a bad mesh going into their bladder. The patient also reported they had surgery on (B)(6) 2015 to remove the bad mesh and since the mesh was removed, the leakage stopped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).